Manufacturer narrative:
No device or images were received. The condition of the device is unknown. The device history record review and complaint history review could not be performed as part and lot information of the reported device are unknown. The reported device is used for treatment. Based on the information provided in the journal article, a likely cause for the reported issue is the traumatic event of patient fall, that likely caused or contributed to the stem fracture.

Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete. Please reference literature at the following location: http://www.researchgate.net/publication/42110135_seven_to_twelve_year_results_with_versys_et_cementless_stem._a_retrospective_study_of_225_cases.

Event description:
It is reported that one patient underwent a revision due to a periprosthetic femoral fracture from a fall.